Manufacturer narrative:
Complaint deemed reportable after investigation on 05/28/2019. Device history review: part: 03.010.473, lot: l750715. Manufacturing site: (B)(4). Release to warehouse date: 29. March 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Investigation summary: the inter-lock screwdriver t25/3.5 mm hex/224 mm (p/n 03.010.473, lot l750715) was returned and received at us cq. A visual inspection was performed. The t25/3.5 mm hex tip of the shaft (03.010.473.1) was observed to be bent and stripped. Additionally, the sliding bar (p/n 03.010.473.2) tip was also observed to be bent and stripped. Due to the deformed tip on the sliding bar, the sliding bar will not insert/assemble onto the shaft. No other issues were identified with the returned components of the device. Dimensional inspection was not performed due to post manufacturing damage. Drawings and documents reviewed with no findings the received device was manufactured at the (B)(4) site and released to warehouse march 29, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. The complaint is confirmed for the received inter-lock screwdriver t25/3.5 mm hex/224 mm (p/n 03.010.473, lot l750715) as the t25/3.5 mm hex tip of the shaft (03.010.473.1) was observed to be bent and stripped. Additionally, the sliding bar (p/n 03.010.473.2) tip was also observed to be bent and stripped. Due to the deformed tip on the sliding bar, the sliding bar will not insert/assemble onto the shaft. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the tips were bent and stripped due to repetitive use and/or over torquing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent an unknown procedure. During the procedure, the tips of two (2) screwdrivers were bent. The inner shaft cannot be inserted properly. There was a two (2) minutes surgical delay. The procedure was successfully completed with no patient consequence. Concomitant device reported: unknown inner shaft (part # unknown, lot # unknown, quantity# 1). This is report 1 of 1 for (B)(4).